Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer received 3 unintended automatic boluses, and was unable to stabilize blood glucose levels by delivering a bolus via the pump. Customer switched to a new pump and the reported issue was resolved. Health care professional initially reported the issue under medwatch report number mw5041245.